Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed multiple inaccurate fill estimates of 110 units. Reportedly, the cartridge was filled with 300 units of insulin. Upon reloading the cartridge, the insulin gauge displayed 125 units. Blood glucose level was 104 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.